Event description:
It was reported to boston scientific corp on (B)(6) 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the balloon ruptured inside the pt's bile duct during stone extraction. The balloon was dilated to 12 mm and remained in tact. No fragments detached from the balloon. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).